Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported device separation appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi torque balance middle weight (ht bmw) elite guide wire was used to successfully treat a lesion in the right coronary artery. The ht bmw elite guide wire was removed to place a guiding catheter for treatment of another lesion in the circumflex artery. While the ht bmw elite guide wire was outside the patient anatomy, it separated into two pieces. Another unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.